Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000123149.

Manufacturer narrative:
Correction b1 ¿ type of report: remove / uncheck adverse event. Correction b2 - outcomes attributed to adverse (check all that apply). Remove / uncheck other serious (important medical events). Corrected b5 data: per the additional information received, 3006705815-2024-07651 no longer meets the reportability criteria. This issue is not reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that reprogramming restored effective therapy. No further intervention is planned.